Manufacturer narrative:
Product analysis # (B)(4). Analysis information -- (B)(6) 2018 08:25:20 cst pli# 10 product ID# 97702. Analysis identified that the device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the battery/ins was brand new, when leads connected high impedances were occurring. Leads were then connected to mltc and impedances were fine so battery was changed out resolving issue. Cause of the issue at the time of event was unknown, sent back the battery to get it checked. Event and notified dates were the same i.e. (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer representative. The device was returned for analysis. Later, on (B)(6) 2018, it was reported that the device was sent in for an analysis to see why the impedances were over 10,000 for most of the electrodes but when tested the lead separately the lead test within normal range. The battery was being sent back to understand why that happened and if there was something wrong with the battery. No symptoms were reported. No further complications were reported/anticipated.